Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a speedband superview super 7 device was used during an esophagogastroduodenoscopy(egd) procedure on (B)(6) 2013. According to the complainant, during the procedure, the speedband superview super 7 ligator band house was broken. There was no visible damage to the packaging and the device prior to the procedure. A second speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
A visual examination of the returned speedband superview super 7 device noted that the tubing, ligator, and handle were returned. No damage or defects were observed on the tubing. The ligator was still in the original shrink wrap and the suture was properly tied to the distal end of the trip wire. The scope adapter subassembly was broken off from the handle base. Ultrasonic weld marks were observed on both the handle base and the scope adapter, indicating the two components had been properly secured together. The trip wire was cut, as would have been required to remove the device from the scope. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause.a review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation on (B)(6), 2013 that a speedband superview super 7 device was used during an esophagogastroduodenoscopy(egd) procedure on (B)(6), 2013. According to the complainant, during the procedure, the speedband superview super 7 ligator band house was broken. There was no visible damage to the packaging and the device prior to the procedure. A second speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.